Event description:
The treating doctor reported that tooth #17 presented with an abscess and was subsequently extracted. It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms.

Manufacturer narrative:
Traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor is uncertain whether the use of aligners contributed to the reported event; however, cannot rule out the treatment may have contributed. Align's clinical review of available records do not show any preexisting restorations on tooth #17. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.